Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons not responding when pressed. It was reported that the keypad buttons feel and click normally and that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the bolus button was missing, all keypad buttons were intermittently responsive to user input during testing, and contamination was observed under all the key contacts.